Event description:
It was reported by the customer that "a medical device incident (mdi) with harm has been reported."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer to d9 - the device was not returned, h6 device code. The reported event could not be confirmed as device was not returned and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that "a medical device incident (mdi) with harm has been reported." Update oct (B)(6) as per health canada: "drill bit broke off in patient's arm during surgery." Update dec (B)(6): the piece remains in the patient as it was in a place that would have been difficult to get to; no attempts were made to remove.